Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd the following information was provided by the initial reporter: after insertion of the catheter and while attempting to thread the neutral connector, or cap, onto the catheter, I noticed that the cap would not slide into the groove of the IV catheter. After removing the IV catheter from the patient, I noticed the edge of the catheter had an extra high edge. 8 oct to answer your questions there was not any injury to report and there wasn't a serious injury to the patient. This occurred to me with one patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs of the implicated 24g winged autoguard IV catheter, which showed a deformed thread on the yellow catheter adapter. The affected thread was located on the side of the adapter with the push-off tab. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment with equipment. A device history record review showed an in-process sampling where damage was seen on the nose and threads of the catheter adapters during part of the production of this batch. The misalignment was addressed, and a random sampling was performed where the units passed and were then released.